Event description:
Procedure type: gastrectomy. According to the reporter: this operation started as a laparoscopic gastrectomy and was converted to open procedure (planned conversion). A linear stapler was applied to the blind end of jejunum. Esophagojejunostomy was performed properly with the eea and the dr completed the procedure without conducting leak test. The left drain was removed from the pt one day post-operatively. Three days post-operatively, upon taking an x-ray, the pt felt a snapping feeling in his body; he reported pain within the left side of his abdomen and produced a fever. A CT and MRI were performed and confirmed a leakage. A metallic halation was observed at the anastomotic site. The surgeon has not been able to determine if staple formation was the cause. As of current, a reoperation has not been performed and neither is it planned. The pt is currently in the hosp.